Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced poor quality of vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was the patient could not adapt to multifocal/toric right eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the toric-multifocal company model (3.00cyl), 20.0 diopter (add power +2.2/+3.2) lens was replaced with a non-toric, non-company, 18.5 diopter monofocal lens model. The product was not available for evaluation. Due to the exchange of a toric-multifocal lens to a non-toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).